Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The stent remains in the patient. A lot history record (lhr) search and similar incident query could not be performed because the part and lot numbers were not reported. The reported patient effect of aneurysm is listed in the instructions for use (IFU) supera peripheral stent system as a known patient effect of the procedure. A cine review was conducted by abbott clinical, which confirmed the reported stent fracture in the proximal popliteal artery. A conclusive cause for the reported stent fracture and subsequent patient effects could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported via social media that after supera stent implantation in the popliteal artery, a stent fracture and aneurysm were noted. No additional information was provided.